Manufacturer narrative:
This follow-up report is being submitted to correct the initial report and report the additional information. Correction was made as follow. "Microbes (18 cfu/100ml)" to "microbes (18 cfu/ml)". The additional information was as follow. The device was returned to olympus (B)(4). No device defects were reported by (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; there was a difference in the reprocessing method between the user facility and olympus. Bacteria were contaminated during culture test sampling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, microbes (18 cfu/100ml) were detected from the sample collected from air/water channel. The volume of membrane filtration result was 114 (cfu/10 ml). The culture test report submitted by the user facility stated "gram-negative rod bacteria". Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.